Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. The reporter stated the cause of the peritonitis was unknown. Starting (B)(6) 2011, the peritonitis was treated with magnex 500 mg ip once daily and amikacin 250 mg ip once daily, which were ongoing. Dianeal therapy was ongoing. At the time of the report, the patient remained hospitalized and the peritonitis was resolving. Concomitant medications were not reported. The reporter stated the peritonitis was not related to dianeal therapy.